Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: australia. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during unknown timing on an unknown date, bent comb was reported. Unknown patient involvement or impact. Due diligence information in process. No additional information available at this time.

Event description:
Upon receipt of additional information, it has been determined that this device will be reported separately due to different event date and customer. The initial report was forwarded in error and should be voided, updated report number: 0001526350-2024-01088.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device will be reported separately due to different event date and customer. The initial report was forwarded in error and should be voided, updated report number: 0001526350-2024-01088.